Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. On operational check, the issue of the specified alarm was not duplicated; however, a ventilator service required error code was noted in the error history log. Inspection of the device interior showed the particulate filter; air delivery pathway and flow sensor mesh were heavily contaminated with dirt. The particulate filter and flow senso were replaced to address the issue. In addition, during device evaluation the alarm sound was no longer emitted from the speaker. The speaker was replaced to address the issue. Additional findings not related to the malfunction/issue: the unit failed fio2 sensor receptacle verification testing resulting in replacement of the tubing - fio2.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo speaker cable assembly with the allegation of alarm sound no longer emitted from speaker. Pil installed the trilogy evo speaker cable assembly on the trilogy evo test bed and noted tone from both the buzzer and speaker at startup. Pil then tested the speaker on the pil trilogy evo multifunctional test station for alarm verification and power fail verification and the component passed all testing. Pil concluded that the speaker operated as designed. The machine flow sensor was returned to the product investigation lab for the failure of contamination. This failure is being investigated under CAPA 1999367. No further evaluation of this part is required at this time. The usb connector assy was returned to the product investigation lab for the failure of physical damage. The failure of physical damage for the usb connector assy cannot be further investigated to determine a root cause. No further evaluation activities are required at this time.